Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced twitching. Far field r-wave (ffrw) oversening was observed on the ra lead and an increase in sensing integrity counters were noted on the rv lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing with noise and the right ventricular (rv) lead exhibited noise. Both leads remain in use. No patient complications have been reported as a result of this event.